Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR first and last name, MFR email after the fiber was received, the analysis found that the fiber was broken with the proximal end not present. Fiber connector did not exhibit any damage or burn marks. The fiber was connected to vp20 system, and the aiming beam was escaping from the break location. Also, the console message stated that the fiber had been used. According to the device instructions for use, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information gathered during the investigation, the investigation conclusion code assigned is unintended use error caused or contributed to event.

Event description:
It was reported that fiber was noticed damaged upon opening packaging. Fiber was never opened or used during the procedure. There were no patient complications. Product analysis identified a fiber break and evidence that the fiber had been used.

Manufacturer narrative:
After the fiber was received, the analysis found that the fiber was broken with the proximal end not present. Fiber connector did not exhibit any damage or burn marks. The fiber was connected to vp20 system, and the aiming beam was escaping from the break location. Also, the console message stated that the fiber had been used. According to the device instructions for use, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information gathered during the investigation, the investigation conclusion code assigned is unintended use error caused or contributed to event.

Event description:
It was reported that fiber was noticed damaged upon opening packaging. Fiber was never opened or used during the procedure. There were no patient complications. Product analysis identified a fiber break and evidence that the fiber had been used.